Manufacturer narrative:
(B)(4). Batch # n54p6g. The analysis results showed that the tx60b device arrived with no apparent damage and with one reload present. The reload was received damaged as the rear cap was detached as the weld was sufficient. It is possible that the reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated and a click is heard. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device misfired on an unknowing firing. The customer was using a blue reload with no buttressing material. The device did not cut or staple when it misfired. Procedure was completed with another device of the same product code. There were no patient consequences reported.